Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Method: the opt312 optiflow junior nasal cannulas was returned to f&p healthcare in (B)(4) and was visually inspected. Results: visual inspection revealed that the loop pads (wigglepad padding) had peeled off from both sides of the cannula. There is glue residue on the surface of the cannula where the loop pads are attached. Conclusion: we are unable to determine what caused the loop pads to become detached. The wigglepads can become soiled with patient secretions over time and our user instructions warn the user to replace them when necessary; spare wigglepads are available for this purpose. Loop pads are bonded to the infant optiflow cannula using specialised primer and cyanoacrylate glue, in addition to the adhesive on the loop pad's backing. The bond strength of the loop pads to the cannula exceeds the bond strength of the loop pads to the hook on the wigglepads. The user instructions that accompany the opt312 optiflow junior nasal cannula state the following: - "ensure skin is dry/prepared." - "check cannula remains secure on the face. Replace wigglepads if required."

Event description:
A distributor in (B)(6) reported on behalf of a hospital that the loop pad on an opt312 junior interface wigglepad had come loose from the plastic. There was no patient consequence.